Event description:
It was reported that this right ventricular (rv) lead was repositioned two days post-implant due to micro dislodgement. Lead currently remains in service. No additional adverse patient effects were reported.